Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 10 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2016 after experiencing blood in their urine for the past two days. The patient did not report any other symptoms. The patient's lactate dehydrogenase (ldh) level was 5416 u/l in the ed. The patient was admitted and IV heparin was initiated. On (B)(6) 2016, the patient's ldh level was 5200 u/l. It was reported that there were no low flow alarms throughout the patient's course. Pump powers were reported to be elevated between 8-12 watts and estimated pump flows ranged between 8-10 lpm. No ramp study was performed, however, a pump exchange was planned for (B)(6) 2016. It was reported that the planned pump exchange did not take place and as of (B)(6) 2016, the patient was doing much better after heparin initiation. The patient's ldh was trending down from 5000 u/l range to less than 2000 u/l. The patient's new inr goal was 2.5-3.5 and plavix was added to the patient's anticoagulation regimen, to be used in conjunction with aspirin and warfarin. It was reported that the patient was no longer having dark urine and was asymptomatic. There were reportedly no changes in pump parameters. The patient was discharged on (B)(6) 2016 and will continue to be monitored. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hematuria and elevated lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continued to do well on (B)(6) 2016 and no products would be returned for evaluation.